Event description:
It was reported that the patient was experiencing irritation at the implant site of the implantable cardiac monitor (icm). The icm was explanted due to pain at the patient's request and was not replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.